Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope images are "blurry". Upon inserting the scope into the incision for vessel dissection, it was noted that the picture was "blurry". The user did try to troubleshoot the image, but still remained blurry. A new scope was opened. Case was completed. There was minimal delay in procedure. No patient injury.

Manufacturer narrative:
(B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4) the device was returned to the factory for evaluation on 02/05/2024. An investigation was conducted on 02/20/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact endoscope. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The image was observed to be blurry. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.